Manufacturer narrative:
This is a follow-up report to medwatch submitted under manufacturer report number 9617229-2019-16087. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported a right side capsular contracture, baker grade iii. Patient later reported a right side implant exchange due to the patient's concern with the product and stated they have cancer which is not device related. Device was explanted.